Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8085590, medical device expiration date: 2019-09-30, device manufacture date: 2018-03-26. Medical device lot #: 8054689, medical device expiration date: 2019-08-31, device manufacture date: 2018-02-23. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® est z (no additive) plus blood collection tubes had cracked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cracked tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cracked tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for cracked tubes with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and cracked tubes was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer est z (no additive) plus blood collection tubes had cracked. There was no report of exposure, serious injury or medical intervention.